Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a total hip surgery, the surgeon was completing impaction of the acetabular cup when the pinnacle cup handle cap broke. The piece fell to the floors way from sterile field and the surgeon had no trouble removing the handle from the implant. The case proceeded without any delay or interference. There was no harm to the patient. The instrument just needs to be returned and replaced. There is no other information to be obtained or given.

Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> the instrument associated with this report was not returned. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.